Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with button error after getting out of the pool while wearing the device. The patient's blood glucose at the time of incident is unknown. There was also moisture under the screen.